Manufacturer narrative:
The device was returned to the manufacturer for an investigation. The repair found evidence of a third party components that were worn and replaced them. The device was repaired and returned to the customer.

Event description:
It was reported by the account that the handpiece was leaking an undescribed substance. It is unknown if there was patient involvement and adverse consequences. Attempts are being made to collect additional information from customer.